Event description:
It was reported the remote monitoring transmission showed the right ventricular (rv) lead had noise so there was concern of a lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the proximal conductor fractured. It was noted that the defibrillation coil was distorted and had blood/body fluid on it (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was torn, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.